Event description:
General report received of an unspecified number of undocumented incidents of air in the tips of syringes after connecting the syringes to the clave y-sites. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the clave y-sites were accessed with 10ml syringes for delivery of unspecified medications. The customer contact reported that air was removed from the syringes prior to connecting to the clave y-sites; however, after the syringes were connected to the clave y-sites, air was noted in the tip of the syringes. The customer contact reported that it appeared, "suction happening at the connection site." After the air was noted, the syringes were disconnected from the clave y-sties and the air was removed from the syringes. The syringes were reconnected to the clave y-sites and the therapies were initiated. No air delivery to the pts was reported. There were no reported adverse pt effects and no reported delays in therapies critical to these patients. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from an unspecified lot was received. Investigation is not completed. (B) (4). (B) (4).